Event description:
The pt underwent a surgery on (B)(6) 2011. A vascular graft was cut into two 15-cm portions which were used as infra-axillary and femoral perfusion branches. It was reported a blood leakage on a 5-cm portion of the branch used as infra-axillary perfusion. This branch was however continuously used under pressure with gauze during the surgery because the ecc pump could not be stopped. The procedure was once completed, but re-flowed because it could not be weaned from the heart-lung machine due to hemodilution and blood loss. Before it was re-flowed, the leak was removed. There was no reported bleeding on the other areas of the graft. The surgery was reported to have been prolonged by 1 hr due to the event. On (B)(6) 2011, the pt was still hospitalized but was reported to recover.

Manufacturer narrative:
A remaining fragment of the complaint device was sent to an outside laboratory for scanning electron microscopy analysis. A review of the device history records, including collagen coating records, indicated that the graft was processed and inspected according to procedure and no anomaly was found. Specifically, the review of the water permeability testing of seven products coated on the same day as the complaint device indicated values well within product specifications. One retention sample coated on the same day and under the same conditions as the complaint device underwent water permeability testing at 120mmhg as per iso 7198. The test result indicated a value well within product specifications. Please note that the device was not used in an approved indication. No conclusion can be drawn until the graft eval is completed.